Event description:
(B)(4). It was reported that following the implantation of a miniarc pro sling, the patient experienced a mild urinary tract infection. Medication was administered on (B)(6) 2014. A follow-up urinalysis was "normal" and the event was considered resolved/recovered with no sequelae as of (B)(6) 2014. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4)